Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely due to an infection at the implant site, leading to an extrusion of the device through the skin. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The area around the implant was infected and there was skin damage. Therefore, the user had to use the audio processor wrapped in a bandage. The infection started on (B)(6) 2020. Cultures were taken and pseudomonas aeruginosa infection was confirmed. The incision wound did fully heal after implantation. It is thought that after posterior wall-removal mastoidectomy the electrode was exposed in the ear, which might have led to an infection. The housing was explanted without anesthesia on (B)(6) 2020, and the electrode remained in the cochlea. Reportedly, the housing was quite exposed even though the area was being cleaned every 2 weeks.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The area around the implant was infected and there was skin damage. The housing of the device has been explanted.